Event description:
The patient (pt) states "for the last 3-4 days" the ins has been turning off on its own. Pt states they will start getting pressure and excruciating pain and that is how they know they have to turn the stimulation back on. Pt states when they reconnect to the ins the ins battery is not depleted and they can turn the stim back on. While on the call pt was able to connect to the ins and the ins battery level is 100% and the controller is 100%. Pt states they have had no falls (last fall was over a year ago in feb) or sudden trauma and they have had no reprogramming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.